Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device would not morcellate. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.